Manufacturer narrative:
Device passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly. Device passed displacement test and self test. Pump error 63 variable 3 was noted in the history download due to broken trace on keypad assembly. No pump error 15 alarm noted during testing or in download history file. No cosmetic damage noted during visual inspection. Hardware error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did not pass self test. Customer assisted with performing self test again and then they received the hardware low level failures alarm after self-test. Customer stated that they received battery failed alarm. Customer stated that insulin pump did not alarm after battery change for battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.